Event description:
Missing segments on the meter. Pt was experiencing dizziness and ringing in the ear at the time of testing. Pt does not recall what the reading was on the meter, since it was hard to make out the readings, due to missing segments. Pt contacted emergency services and was treated with insulin. No information on what the reading was on the paramedic's meter. Issue was not resolved. Customer service is sending pt a new meter.